Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/protruded drive support disk. No alarm noted. Unable to perform basic occlusion, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at lcd window corners.the insulin pump received with debris under the display window. The insulin pump received with scratched lcd window.

Event description:
The customer reported getting an alarm while changing the infusion set, and his blood glucose was already high. Instructed the caller to check his blood glucose and he was slurring a lot. Advised the customer if he want us to call the ambulance, but he responded that his family will take him to the hospital. The customer mentioned that insulin squirted out during the manual prime and the device was stuck on the prime loop. Instructed the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.